Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements.upon additional monitoring, the system has stabilized. After further dms review, we confirmed that the user resumed use of system and is currently using the system with up to date information, so no further actions are needed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.